Event description:
In 2008, the pt's mother reported that the display of the pt's infusion device failed out of box and "you can only read one half of the display." She stated that the infusion device has never been used. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.